Event description:
An ophthalmic surgeon reported that two years following an intraocular lens (iol) implant procedure, a patient was observed to have a dislocated lens. His refraction is plus 1.00 correcting the vision to 20/40 and the patient now has posterior capsule opacification. The surgeon stated that "he had surgery two years ago and never had good vision". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Additional information was received from the surgeon who reported "looks better since pupiloplasty and sees 20/30 corrected with plus 1.25 including reading well so gave him glasses. Did not need bifocal."

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, indicating that a pupilloplasty/iridoplasty was performed and the iol appeared to be centered.

Manufacturer narrative:
(B)(4)